Manufacturer narrative:
(B)(4). D10: item # 0100109114, wagner sl revisionâ®, trial stem, distal, 14, lot # 4504160664. G2: report source germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a kit inspection, it was noted that the thread of the rod is broken off in the shaft. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Instrument was returned for evaluation. The instrument ref 01.00109.807 shows severe damage to the front thread section. The thread is highly deformed. Signs of use can be identified on the shaft area. The hex socket also shows signs of use. No indications of a fracture were observed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. Based on the performed investigation the reported event can be confirmed. The investigation revealed that the front thread on the instrument ref 01.00109.807 is highly deformed and damaged, and therefore no longer fulfills its function. It is unknown how and where/when this event occurred and a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.